Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 455 mg/dl due to accidentally setting the pump to auto suspend every hour; customer was not properly trained on pump. Customer turned "auto suspend" off. Customer declined troubleshooting for high blood glucose reading. Insulin pump will not be returning for analysis.